Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug is properly seated and no physical damage was observed on the sensor patch. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Attempted communication between the returned sensor and a known good reader. Observed known good reader successfully communicated with the returned sensor. Scan timeout error message was not observed. No malfunction or product deficiency was identified. Therefore, the issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving a "scan error" message upon scanning the freestyle libre 2 sensor and was therefore unable to obtain scan readings. The customer experienced pain, loss of consciousness, and was unable to self-treat. The customer had contact with a healthcare professional and received insulin (dose/type unknown) for diagnosis of hyperglycemia. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. Dhrs (device history record) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving a "scan error" message upon scanning the freestyle libre 2 sensor and was therefore unable to obtain scan readings. The customer experienced pain, loss of consciousness, and was unable to self-treat. The customer had contact with a healthcare professional and received insulin (dose/type unknown) for diagnosis of hyperglycemia. There was no report of death or permanent injury associated with this event.